Event description:
It was reported that the needle broke at the junction between the metal cannula and the plastic base. It was, therefore, necessary to remove the needle with pliers. The procedure has been cancelled, another has been planned.

Manufacturer narrative:
The device history records were reviewed and this lot met all release criteria. The investigation is currently underway.